Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and,if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 180, 122, and 115 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient also reported that the test strips were peeling, however, it has been shown that this issue would not lead to inaccurate test results. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the patient suffering a serious injury. A replacement meter is being sent to the patient.